Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient appears to be going into ventricular tachycardia (vt), however isoelectric and signal that looks like noise on rv. Review of the session records revealed undersensing on the discrimination channel due to mode switch and some undersensing on the v sense/amp channel was noted. Programming changes were discussed. Device did not induce arrhythmia and did not terminate consistently. It was later reported that the patient expired the same evening. The cause of death is unknown.